Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had after a while channels 1-4 gradually with high impedance and now also a bit of a pain during stimulation channels 9-12. The user has been reimplanted on (b)(6) 2026.